Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was found to have reverted to safety mode. Additionally, review of lead trend data for the right atrial (ra) lead noted decreases in pacing impedance measurements from the 600 ohms range to the 300 ohms range in addition to increased atrial pacing at the same time. Technical services (ts) discussed potential causes. A request was made to have data from this device analyzed. Data analysis was performed and noted a high power consumption condition, however, the root cause of the device reverting to safety mode was unable to be determined through data analysis. Device replacement was recommended and testing of the ra lead during device replacement was recommended. Surgical intervention was undertaken. The device was explanted and replaced. It was reported that testing of the ra lead during device replacement noted measurements were within normal limits. The ra lead remains implanted and in service with the replacement device. No additional adverse patient effects were reported. The return of this device is expected. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was found to have reverted to safety mode. Additionally, review of lead trend data for the right atrial (ra) lead noted decreases in pacing impedance measurements from the 600 ohms range to the 300 ohms range in addition to increased atrial pacing at the same time. Technical services (ts) discussed potential causes. A request was made to have data from this device analyzed. Data analysis was performed and noted a high power consumption condition, however, the root cause of the device reverting to safety mode was unable to be determined through data analysis. Device replacement was recommended and testing of the ra lead during device replacement was recommended. Surgical intervention was undertaken. The device was explanted and replaced. It was reported that testing of the ra lead during device replacement noted measurements were within normal limits. The ra lead remains implanted and in service with the replacement device. No additional adverse patient effects were reported. The return of this device is expected. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. The product has been received for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the product was performed. Review of device memory confirmed the presence of a higher than normal current drain condition. Electrical testing and analysis were then conducted, which isolated the high current to an anomaly in an oxide layer within a custom integrated circuit component. This anomaly caused a high current drain, which over time resulted in the reported clinical observations.